Manufacturer narrative:
Initial reporter is synthes sales representative. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during internal fixation of the trochanteric fracture, the surgeon could not lock the blade. Another unknown device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 1 for (B)(4).

Event description:
Another pfna-ii blade l95 tan was used to complete the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 h3, h6: part number: 04.027.054s. Lot number: 4l52299. Manufacturing site: (B)(4). Release to warehouse date: 09.may 2019. Expiry date: 01. May 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the implant in a completely closed and locked condition. In addition, one (1) of the four (4) lips at the tip has some deformation from use. Furthermore, the received device shows scratches, and as well some color fading from use all over the part. Functional test: during investigation a functional test was performed, the blade passed the functional test. The article is working as intended. Document/specification review: drawings and revisions are in accordance to DHR of production lot 4l52299. All relevant features are defined on the used drawing revisions of DHR of production lot 4l52299. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as dimensional evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.